Event description:
Medtronic received information that this oxygenator was primed using mannitol/heparin solution. Bypass was initiated 2 hrs. Late with act's at 798. Just as bypass was initiated, the oxy immediately clotted off. There was no other clotting observed anywhere else in the circuit. The unit was changed out and the case continued with no patient effect. The oxygenator was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed a large blood clot around the fiber bundle. There were no other outward signs of damage or abnormalities observed. The unit was then cleaned and passed to the blood lab for performance testing. There was still some blood staining within the unit even after cleaning. Pressure integrity testing demonstrated no internal or external leaks. Gas transfer results indicate that this 511t oxygenator ran slightly below historical averages. O2 transfer was 308 ml/min, historical 364 ml/min, co2 transfer was 245 ml/min, historical 284 ml/min. Blood side pressure drop was 144 mm/hg, specification is less than 124 mm/hg. Conclusion: the clinical observation was confirmed. The oxygenator was confirmed to have a large blood clot wrapped around the fiber bundle. Performance test results indicate the clot in fiber bundle appeared to have affected the function of this 511t oxygenator, reducing the surface area of the fiber bundle. It was concluded that the patient's condition directly affected this event.